Manufacturer narrative:
The customer reported that the mast attachment/locking screws were missing from the lift base. The hillrom technician found the mast attachment/locking screws needed to be replaced. The golvo 7007 instructions for use (7en140102-04) states the following: secure the mast with two m6 screws (enclosed) in the upper holes on the mast. Note! Do not place any screws in the lower holes. The technician replaced the mast attachment/locking screws to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the portable lift broke in two pieces. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).